Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note confirmed infection, pain, and also a loose stem.

Event description:
Patient was revised to address infection. Update rec'd 11/4/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain. We are reporting all products.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records and sterile certification for the da5f34000 and 3033700 lot codes did not reveal any related deviations or anomalies and met validated parameters for sterilization. A complaint database search finds no other related incidents against the remaining product and lot combinations. Requests for additional investigational inputs were conducted. No additional information was obtained. Infection after this length of time implanted is not likely to involve a device / device processing error. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.